Event description:
This device was explanted and replaced due to the patient complaining of chronic pain at the implant site. Additionally, when the physician was changing out the lead due to dislodgement, the set screw did not seem to be working properly so he decided to replace this device as well. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be larger than 90 percent. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.